Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation found that the images were not outputting due to failure of the imaging unit, no image was displayed due to abrasion of the electrical contact of the video connector, and there were white scratches on the image. Scratches were also found on the following device components: video connector, operation part, grip, switch button one (1), light guide (lg) connector, lg cover glass, and the video connector case. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex 3d deflectable videoscope. The issue occurred during reprocessing and there was no procedural impact. There was no patient harm associated with the event.